Event description:
It was reported the patient had their ipg replaced because it was inoperable. It is unknown when this patient last had therapy. Effective therapy was established post operatively.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.